Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient while transfer, the cs100 intra-aortic balloon pump (iabp) battery ran out and the device lost power and shut down. There was no patient injury reported.

Manufacturer narrative:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) battery of the device ran out during the transfer and the device shut down. There was no patient harm. A getinge field service engineer (fse) states, the internal battery of the device has aged due to long-term non-replacement, resulting in power outage during transportation. After communicating with the user by phone, the battery inside the device has been replaced by the hospital, and the device is functioning normally after the replacement.